Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed the gravimetric test". A visual inspection revealed a pump in good condition. The pump event history log revealed no evidence of the reported problem. The reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed - all of which were within the pump's delivery accuracy specification. No problems were found with the delivery accuracy of the pump. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found. The cause of the reported problem is unknown as no fault was found.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump failed gravimetric test. There was no report of patient involvement.